Event description:
The implant had some type of machining residue caked in the threads of it. The surgeon was able to remove but this caused a 30 minute delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.